Event description:
No addtional information.

Manufacturer narrative:
Investigation summary: 1 used and 1 unused sample were received and tested by our quality team. The used sample was clearly separated above the needless connector y-site (verifying complaint). Microscope analyses was used and there was a lack of solvent (glue) on tubing where it was inserted into the connector. The unused set had no issue after being pull tested and infused. The manufacturer was forwarded the information and concluded that the root cause was due to improper insertion by operator during the assembly of set. Unused set batch number was used for the device history record review: a device history record review for model mx5302 lot number 22119180 was performed. The search showed that a total of 14,403 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. Lot of affected set unknown

Manufacturer narrative:
D.4. Medical device lot #: lot was reported; however, this is not a lot #2211980 manufactured for the reported catalog #. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd specialty low-pressure extension sets experienced component separation. The following information was provided by the initial reporter: y site connection became disconnected while attached to the patient.